Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that rosa device was given the command to drive to trajectory "a". The robot arm moved very slowly, as if it was unable to switch from slow movement speed. It drove to the trajectory accurately, however this behavior was not normal. There was a 10 to 15 second delay, but no other impact on the surgery.

Manufacturer narrative:
It was reported that the robot arm was moving very slowly. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Analysis of data logs and test performed were able to confirm the issue however the root cause cannot be determined.

Event description:
It was reported that rosa device was given the command to drive to trajectory a. The robot arm moved very slowly, as if it was unable to switch from slow movement speed. It drove to the trajectory accurately, however this behavior was not normal. There was a 10 to 15 second delay, but no other impact on the surgery.